Event description:
It was reported that the customer experienced cgm error 42. There was no reported impact to the customer¿s blood glucose level. The customer followed guidance from technical support, who provided a complete pump reset, and confirmed that the error did not reappear. Subsequently, the customer successfully started a new sensor session.